Event description:
The patient reported that he had some issues with his last fill of v-go 40 devices where 5 or 6 v-go's had the needle button pop out before the completion of the 24 hour period. The patient stated that sometimes the needle button pops out a couple of days into use. When asked for clarification, the patient stated that sometimes he wears his v-go 40 for over 24 hours if he does not use all of his bolus clicks. I explained to the patient that the v-go 40 should be removed 24 hours into use as the basal-rate delivery stops. The patient disposed of the worn v-go 40 devices.